Event description:
The patient stated, that he observed "3.00" and "77" displayed on the screen of his infusion device, which could not be cleared. During troubleshooting with a company rep, he stated that the power pack in his infusion device had been in use over one month. He acknowledged awareness of the recall and that he had corrected power packs available. He replaced the power pack that had been in use, which was affected by the recall, with a corrected power pack. We was unable to provide the lot number of the affected power pack at the time of the report. After replacing the power pack, his infusion device functioned properly. The patient was advised to discard any remaining power packs affected by the recall. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.